Event description:
When the pt's port was removed in the or the catheter was noted to be shorter than anticipated. An x-ray showed a portion to be in the right atrium/ventricle area. The pt was sent to radiology for retrieval of the portion of catheter. The procedure was successful and there was no pt injury.